Manufacturer narrative:
Findings: unit received with currents in specification. Unit unable to prime during prime test and motor error alarm during basic occlusion test due to loose drive support disk. Motor passed motor test. Minor scratched lcd window, cracked near display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had loose drive support disk. Customer's blood glucose at time of incident was unknown.